Event description:
It was reported that the patient presented to the emergency room after receiving appropriate shocks for a ventricular arrhythmia. A fluoroscopy revealed that the lead insulation was abraded. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.